Event description:
A customer stated that the coulter act diff analyzer generated erroneous low hemoglobin (hgb) and platelet (plt) results without instrument generated flags on a 2 year old heart patient as compared to previously drawn sample at the hospital one hour before. The erroneous results were not reported out of the lab, and the sample was not re-tested. No death or serious injury, no change to patient treatment was associated with this event.

Manufacturer narrative:
The specimen was collected in a safe-t-fill. Qc is run every morning. Qc performed before and after the event was within acceptable ranges. A field service engineer (fse) was dispatched: the fse verified the instrument performance. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.